Event description:
It was reported that during a difficult ptca procedure, the wire fractured in the patient. The left main artery lesion being treated was extremely calcified and performance of CABG versus ptca has been dicussed before the start of the procedure. A first guide wire (b&w from guidant) was used, but there was a lot of resistance due to the calcification and the guide wire got stuck. The physician changed to the pt2 moderate support guide wire. The lesion was predilated and an endeavor 3.0-20mm stent was attempted to be deployed. However, they were unable to deploy and the entire system was removed. During withdrawal the pt moderate support guide wire broke in the main artery. The patient was transferred to surgery to remove the fractured wire. The patient was stable after the procedure.